Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sharps coll slide close chemo 9gal experienced a missing absorbing pad. The following information was provided by the initial reporter: according to the customer's report, there was no absorbent pad.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing absorbent pad for the same part number throughout the last twelve months. According with this investigation and information provided by the customer it was possible to determine the non-conformance missing absorbing pad as an issue related to a manufacturing process because the absorbent pad it¿s attached by the manufacturing personnel and there¿s no extra-handling that could cause the issue and also has been reported in previous complaints. Due the lot number was not provided it was not possible to determine if the product was manufactured prior the improvement actions.

Event description:
It was reported that the sharps coll slide close chemo 9gal experienced a missing absorbing pad. The following information was provided by the initial reporter: according to the customer's report, there was no absorbent pad.